Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warm up issue; restart during session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D: device information- correction. G3: date received by manufacturer ¿ additional. H2: correction. H4: device mfg date- correction.

Event description:
Subsequent to the initial MDR, a correction is required.